Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon failed to inflate on 2 units during a surgical procedure. The defective product was discarded. There was no reported injury or death. Additional information has been requested but not yet received.